Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for failure analysis investigations. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a fragment from the shaft of a mega suturecut needle driver instrument sheared off. This fragment punctured the patient's abdominal wall. It is unknown at this time what caused the breakage to occur or the extent of the injury/repair. This event delayed the procedure less than 15 minutes. The fragment(s) were retrieved during the same procedure. The following information is unknown: the severity of the injury to the abdominal wall and what medical intervention (if any) was rendered due to the complication. The procedure was completed robotically.